Event description:
It was reported that the battery provided for 5 mins of compression before the platform stopped. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. No adverse event reported.